Event description:
Roche employee calling on behalf of the customer about aviva expert meter, is alleging incorrect bolus advice. Meter provides carb bolus but does not recommend correction bolus when necessary. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.